Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the information obtained, the customer¿s complaint (control panel does not function) was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, the root cause could not be determined. The customer¿s complaint (control panel does not function) was confirmed; however, the cause of the failure could not be determined. Although an evaluation was performed by olympus based on information obtained, the physical device was not returned for an inspection. Therefore, d9 and h3 remain "no." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
To date, the device has not been returned to olympus for evaluation. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the control panel on the video processor did not turn on . The issue was found during preparation for use in a diagnostic endoscopy and colonoscopy procedure. The procedure was cancelled and re-scheduled. There were no reports of patient harm.